Manufacturer narrative:
The customer¿s complaint of the syringe module unable to recognize a 3ml syringe was confirmed during testing of the customer device. After calibration of the device was performed all syringe module calibration tasks successfully passed. The customer¿s complaint of the syringe module infusion too fast was attributed to an incorrectly selected syringe during initial setup. No errors or malfunctions were recorded on the customers reported incident date of 30 may 2020. On (B)(6) 2020 at 11:20 am the syringe module was selected for programming, a syringe type bd 1 with a volume of 0.7315ml was read and an infusion with a rate of 0.3019ml/h and a vtbi of 0.7265ml was started and at 1:45 pm the syringe module infusion completed. At 1:47 pm the syringe was selected for programming, a syringe type bd 1 with a volume of 0.7315ml was read (operator walkaway). From 1:48 pm to 1:49 pm the syringe module was selected for programming 3 times, no programming was completed and the syringe module was channeled off. Testing of the ¿as received¿ syringe module observed the device failing for barrel clamp accuracy. Pm records of the syringe module were not provided by the customer. After calibration was performed, the device was observed to pass all syringe module calibration tasks. Internal inspection observed no anomalies on any of the electrical or mechanical components. The syringe module, model 8110 directions for use instructs the user: ensure that the displayed syringe manufacturer and syringe size correctly identify the installed syringe. Mismatches might cause an under-infusion or over-infusion to the patient that could result in serious injury and/or death. The proximate cause of the customer¿s report of a syringe module being unable to recognize a 3ml syringe was due to device out of calibration. The proximate cause of the customer¿s report of the syringe module infusion too fast was not definitely determined however it is believed to be due to an incorrectly selected syringe during initial setup. Device history review: review of the service s/n (B)(6) history record showed the device had a manufacture date of 19oct2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 09sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the syringe pump would not recognized the 3ml syringe for dopamine infusion. There was a delay in medication administration as the device had to be changed out. The event occurred in neonatal intensive care unit. There was no patient impact. It was noted that preventive maintenance was performed and the device failed barrel clamp test. Upon receipt of the event device, a note indicated that the syringe module was infusing too fast. No further information was provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the syringe pump would not recognized the 3ml syringe for dopamine infusion. There was a delay in medication administration as the device had to be changed out. The event occurred in neonatal intensive care unit. There was no patient impact. It was noted that preventive maintenance was performed and the device failed barrel clamp test. Upon receipt of the event device, a note indicated that the syringe module was infusing too fast. No further information was provided.